Event description:
It was reported that the offset hex driver for alliance augment reamer broke during the case. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.